Event description:
Implant date - (B)(6) 2014 - before prosthetic restoration. Stability was achieved, but osseointegration was not achieved. At time of implant failure, patient was asymptomatic. Bone quality was type ii.

Manufacturer narrative:
Evaluation of the implant determined that all the product's design specifications were met. Visual examination yielded no unusual or specific flaws to the implant design. The reported event has been determined to be a post placement; pre-loading failure cause is unknown.